Event description:
The patient reported communication problems between the implant and the external equipment. A boston scientific representative performed device evaluation. The problem was confirmed. The patient was implanted with a new boston scientific spinal cord stimulator.